Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set "would not prime past the filter of the set". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing was performed including pressure testing and clear passage under water testing and the results were not satisfactory. Priming was also performed, and it was noted that the blue port of the filter was blocked and would not allow the set to be primed. The assembly of components was performed manually using constant level solvent dispenser. Solvent application is considered the defect cause due to solvent not consistently applied from the operator. It is suggested the solvent drop from manual application did not spread correctly into the tubing. The reported condition was verified. The cause of the reported condition was an assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.